Event description:
File separated in the canal during a procedure. The canal was filled with the separated piece in place. There was no report of injury to the patient and no follow-up treatment is scheduled.